Event description:
Reportedly, the pacemaker check had been performed on (B)(6) 2014, which was unscheduled follow-up, and high ventricular lead impedance (>3000ohms) had been confirmed at that time. The pacemaker check was performed again on (B)(6) 2014, and high ventricular lead impedance (>3000ohms) was confirmed as well. Pacing failure and sensing failure were also confirmed. Lead fracture is suspected by the physician

Event description:
Reportedly, the pacemaker check had been performed (B)(6) 2014, which was unscheduled follow-up, and high ventricular lead impedance (>3000ohms) had been confirmed at that time. The pacemaker check was performed again on (B)(6) 2014, and high ventricular lead impedance (>3000ohms) was confirmed as well. Pacing failure and sensing failure were also confirmed. Lead fracture is suspected by the physician

Event description:
Reportedly, the pacemaker check had been performed (B)(6) 2014, which was unscheduled follow-up, and high ventricular lead impedance (>3000ohms) had been confirmed at that time. The pacemaker check was performed again on (B)(6) 2014, and high ventricular lead impedance (>3000ohms) was confirmed as well. Pacing failure and sensing failure were also confirmed. Lead fracture is suspected by the physician.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.